Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to concerns of premature battery depletion (pbd) as it decreased from 1 year remaining to end of life (eol) in a 7 months time period. The patient experienced two syncopal episodes during this time. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to concerns of premature battery depletion (pbd) as it decreased from 1 year remaining to end of life (eol) in a 7 months time period. The patient experienced two syncopal episodes during this time. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this product for analysis.